Manufacturer narrative:
At this time, product has not yet been returned. An extended investigation has been performed for the reported complaint, and it has been determined that there was no indication that the product did not meet specification. The dhrs (device history record) for the libre sensor kit were reviewed, and the dhrs showed the libre sensor kit passed all tests prior to release. If the product is returned, a physical investigation will be performed and a follow-up report submitted. All pertinent information available to abbott diabetes care has been submitted.

Event description:
An adhesive issue was reported with the adc device. The sensor prematurely detached after 4 days of wear and the customer was unable to monitor glucose levels. As a result, customer experienced dizziness, excessive sweating, and loss of consciousness. Customer was unable to self-treat and was treated by a third party with a "mercy kit" (unspecified injection) to wake her up. There was no report of death or permanent injury associated with this event.